Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaints for stenosis and central regurgitation were unable to be confirmed due to unavailability of medical records and imagery. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'the valve was reported as failing due to severe central regurgitation and stenosis.' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, 'relevant co-morbidities included severe chronic renal failure, with other co-morbidities known'. Patients with pre-existing co-morbidities are well known factor that may increase the risk of early valve degeneration/ stenosis. As such, available information suggests that patient factors (pre-existing co-morbidities) may have contributed to the reported event. However, a definitive root cause is unable to be determined. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the patient had stenosis, which could prevent the leaflets from proper coaptation, resulting in regurgitation. As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted due to audit of closed complaint findings, sections g6, h2, a2 (patient's age at event), b5 updated/corrected.

Event description:
A field clinical specialist (fcs) reported that a patient underwent a valve-in-valve (viv) procedure using a 23mm sapien 3 ultra resilia inside of a 26mm sapien 3 valve. The valve was reported as failing due to severe central regurgitation and stenosis. Before the intervention, the patient was symptomatic, experiencing dyspnea, chest pain, fatigue, and heart failure. The patient suffered cardiac arrest twice before entering the cath lab and starting the procedure. Relevant co-morbidities included severe chronic renal failure, with other co-morbidities known. Implant date and device information are unknown.

Event description:
A field clinical specialist (fcs) reported that a patient underwent a valve-in-valve (viv) procedure using a 23mm sapien 3 ultra resilia inside of a possible 26mm sapien 3 ultra valve. The valve was reported as failing due to severe central regurgitation and stenosis. Before the intervention, the patient was symptomatic, experiencing dyspnea, chest pain, fatigue, and heart failure. The patient suffered cardiac arrest twice before entering the cath lab and starting the procedure. Relevant co-morbidities included severe chronic renal failure, with other co-morbidities known.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to quarterly audit findings, sections g6, h2, b5 (implant date and device information unknown), d6b removed as no explant was performed.

Event description:
A field clinical specialist (fcs) reported that a patient underwent a valve-in-valve (viv) procedure using a 23mm sapien 3 ultra resilia inside of a 26mm sapien 3 valve. The valve was reported as failing due to severe central regurgitation and stenosis. Before the intervention, the patient was symptomatic, experiencing dyspnea, chest pain, fatigue, and heart failure. The patient suffered cardiac arrest twice before entering the cath lab and starting the procedure. Relevant co-morbidities included severe chronic renal failure, with other co-morbidities known. Implant date and device information are unknown.